Event description:
The initial reporter alleged discrepant results with the elecsys anti-hcv ii assay on the cobas 6000 e601 module. The customer reported an elecsys anti-hcv ii result of 6.75 coi (reactive) and a result of 6.65 coi (reactive) after high-speed centrifugation. Testing on the abbott architect system yielded a result of 0.12 coi (non-reactive) both before and after high-speed centrifugation. Plasma from an edta tube was also tested on the roche system, yielding a result of 6.07 coi (reactive). Further investigation was conducted using five samples, which were tested on a cobas e 602 analyzer with the elecsys anti-hcv ii reagent and on the fujirebio innolia hcv score assay. The elecsys results were reactive for all five samples, while the innolia hcv score results were negative for all five samples. Based on the negative innolia hcv blot results, the elecsys results were determined to be false positive.

Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module (serial number: (B)(6)). The investigation determined that the elecsys anti-hcv ii assay performed within specifications. Testing was conducted on five samples using the elecsys anti-hcv ii reagent and the fujirebio innolia hcv score assay. The elecsys results were reactive for all five samples, while the innolia hcv score results were negative for all five samples. Based on these findings, the elecsys results were determined to be false positive. A review of pre-analytical factors, including the use of edta plasma and serum with high-speed centrifugation, did not identify any contributing factors. No quality control or calibration data were available for evaluation. The root cause was attributed to single sample-specific interferences, which are covered by the specificity claim in the assay's method sheet. Instructions in the method sheet recommend duplicate rerun of initially reactive samples, with confirmation of repeatedly reactive samples by an independent method, such as immunoblot analysis.